Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported the central nurses station (cns) was freezing and booting out of the application. The staff told the bme that it had occurred multiple times, and when the application closed, it would display a device count error message. They would have to reset the cns and the keyboard/video/mouse (kvm) settings each time it occurred. No patient harm was reported. Investigation summary: the root cause is related to the improper configuration of the displaylink, which is used as a usb-hdmi driver. The group policy was not disabled for usb detection. Nka was able to resolve this issue by reinstalling the displaylink driver using the correct procedure. No further investigation is required. Additional device information: d10. Concomitant medical device: the following device was used in conjunction with the cns: keyboard/video/mouse (kvm) solution. Model #: gem-ex. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) was freezing and booting out of the application. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) was freezing and booting out of the application. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the central nurses station (cns) was freezing and booting out of the application. The staff told the bme that it had occurred multiple times, and when the application closed, it would display a device count error message. They would have to reset the cns and the keyboard/video/mouse (kvm) settings each time it occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: keyboard/video/mouse (kvm) solution. Model #: gem-ex. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na.